Event description:
A nurse reported that after insertion of the intraocular lens (iol) into the patient's eye it was noticed that the optic was torn. The posterior capsule tore, a vitrectomy was performed and the incision enlarged to remove the iol.

Manufacturer narrative:
(B)(4). It was reported that immediately after the intraocular lens was implanted it was noticed that the optic was torn. The incision was enlarged to remove the lens. The patient's capsular bag tore and a vitrectomy was done. The returned lens was received with the optic torn in multiple pieces, one haptic broken and the other distorted. The lens appears to have undergone severe stress in the insertion system. Lens met all manufacturing specifications prior to market release. The definitive cause of this event is undeterminable. Patient outcome was not reported. All information available is included in this report.